Event description:
During the device evaluation, it was found that the control unit was sticky on the videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the foreign material remaining in the device could not be conclusively determined. The foreign material could not be identified from the information provided. And since it was unknown whether the user conducted reprocessing in accordance with the instructions for use (IFU), the cause of the foreign material remaining on the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.